Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins). It was reported that patient had experienced a loss or change of therapy. The patient stated that stimulation was in the wrong location; initially it was in the left groin area and now was only felt at base spine. The patient mentioned being concern that the wire could have moved. The patient also reported return of frequency and stimulation was not felt. It was noted that the therapy was not on. The patient was reviewed the button use and suggested patient not use the stimulation on/off buttons unless needed as it sounded like the patient was accidentally turning stimulation off. It was indicated that the patient had tried different programs and reported that he only felt stimulation at the base of the spine. The patient's post-op follow-up appointment was not for two weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.